Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 06/08/2018 stating that noted noise on the ra lead. There was spike in impedance from 100 ohms up to mid 900 ohms, no out of range noted. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).